Event description:
It was reported that procedure was cancelled. The target lesion was located in a vessel of below the knee. A renegade stc 18 was selected for use in the embolization. During the procedure, the coil was advance inside the catheter, however, resistance was noted, and the coil could not be deployed. Consequently, the access was lost. The coil and the microcatheter were removed. The microcatheter was flushed, and it was noted that there is a leakage in the catheter. Multiple approaches were tried but failed. The procedure was not completed due to this event. No complications were reported.

Event description:
It was reported that procedure was cancelled. The target lesion was located in a vessel of below the knee. A renegade stc 18 was selected for use in the embolization. During the procedure, the coil was advance inside the catheter, however, resistance was noted, and the coil could not be deployed. Consequently, the access was lost. The coil and the microcatheter were removed. The microcatheter was flushed, and it was noted that there is a leakage in the catheter. Multiple approaches were tried but failed. The procedure was not completed due to this event. No complications were reported. It was further reported that the patient was under general anesthesia when the issue occurred. The coil used was a non-boston scientific device and was able to be taken out before being deployed.